Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument did not collide with any other instrument or toll during the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) 8mm hamonic ace instrument to perform failure analysis. The instrument was analyzed and was found to have one blade broken at the base. A piece approximately 0.4745" x 0.0835" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage. During use while the instrument is activated, blade damage may be detected by the generator with a solid tone or an error. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure. Additional observation related to customer reported complaint: the instrument failed energy recognition. The instrument was connected to an in-house energy generator. The instrument failed the energy recognition test, instrument generated message "tighten assembly". A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae): the teflon pad appeared to be slightly lifted up on the proximal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace instrument was not recognized by the system. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported.